Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon placed tl60 instrument on rectum. After firing the instrument and resection of the rectum, they advanced the circular stapler. Then they discovered that the rectal stump had no staples (was not closed). According to surgeon no staples were found in the pelvis rectal stump and after asking he says that also no staples were found in the specimen. The case was completed by suturing by hand.